Manufacturer narrative:
Investigation results indicate that the most likely cause of breakage was excessive force and/or the application of a bending moment during use. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control. The quality investigation is complete.

Event description:
It was reported that the bur broke at the cutting end during a craniotomy. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke at the cutting end during a craniotomy. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.